Manufacturer narrative:
Correction: evaluation summary one (B)(4) device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The evaluation found a crack in the cord insulation. The damaged area of the cord failed hipot testing. The reported condition was confirmed. The device was forwarded to engineering for further analysis. Engineering's investigation found a 3/8¿ long cut on the insulation of the outer jacket. No damage to inner conductor and no copper exposed. It is possible what the user reported was not shock but an electrical-frequency sensation. It is impossible to say with certainty when and where the cord was cut. It is possible the cord was cut when being removed from packaging or at the suppliers. Manufacturing performs a 100% visual inspection and a 100% hi-pot of the product in manufacturing in addition to a statistical sample being v erified. It is possible the hi-pot test did not pick-up on the damage if the wire was in a position to prevent detection. If the device was damaged it should have been rejected by manufacturing. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a small cut in the cord and it gave a minor burn or shock to the surgeon's forearm while activating the pencil. No treatment was required. Initial evaluation found a crack in the cord insulation. The damaged area of the cord failed hipot testing.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device had a damaged cord and burned the surgeon's forearm during activation. There was no patient involvement.